Event description:
It was reported that when using the bd pyxis¿ es server, there were delays in orders crossing from the epic system to pyxis devices across multiple cancer care clinics. The issue affected all 10 clinics, resulting in delays in medication availability and patient care. As a workaround, the devices were placed in critical override mode to maintain medication access.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.